Event description:
It was reported, the patient was not able to recharge their implantable neurostimulator (ins). It was noted a communication and coupling problem was reported. The reporter stated they thought their ins needed a ¿jump start¿ because they were not able to recharge. It was noted, the patient saw a reposition antenna screen when trying to recharge. It was further noted, the patient did not get full coupling while recharging. The reporter stated, they have always had a problem keeping their ins charged because of the coupling. The reporter further stated, the ins ¿goes back in the pocket¿ and that had been happening since implant. It was noted, the patient was going to ask their healthcare professional (hcp) to move the ins because of their problems recharging. It was further noted, the patient was charging more than expected. It was noted, an ins overdischarge was suspected. It was further noted, the last time any stimulation was felt was about three months ago. It was noted, the last successful recharging session was about three weeks ago. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3550-39, lot# n236310, implanted: 2010 (B)(6); product type accessory product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).